Manufacturer narrative:
Date sent to FDA: 07/06/2020. Additional information: a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 2/4/2021. Additional information: a1, a2, b7.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2018. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2018 during which the surgeon noted we then followed the sinus down where there was purulence coming out. It led to a loosely floating piece of mesh and some meal tacks. These were excised and removed. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted patient had multiple adhesion of bowel to anterior abdominal wall and there were very dense in the area of the infection. The dissection was then tediously begun to separate the adherent bowel from the mesh. Bowel was densely adhered in location of infection and we had to come across bowel to separate from mesh. After the bowel was completely taken down, the mesh was then dissected off the anterior abdominal wall. It was reported that the patient experienced severe pain and nausea. No additional information is provided.